Event description:
Same case as MFR report #6000089-2007-01489. It was reported that following a coronary artery drug eluting stenting treatment procedure, death occurred. The target lesions were in the left anterior descending (lad) and left circumflex (lcx) coronary arteries. Intravascular ultrasound (ivus) was performed with the physician determining the lad was 'narrow" and the proximal lad contained calcification. The mid lad to the left main trunk (lmt) was predilated with an unk type 3.0x15mm cutting balloon from 6 atmospheres (atms) to 10 atms for 35-40 seconds (secs) for a total of 6 inflations. A 3.0x24mm taxus express 2 drug eluting stent (des) was deployed at 15 atms for 30 secs in the "distal side of the proximal lad". A 3.0x20mm taxus express2 des was deployed at 12 atms for 45 secs in the proximal lad with a portion overlapping the 3.0x24mm taxus express des. The taxus express2 des devices were post-dilated with a 2.0x12mm non-bsc balloon catheter at 6 atms for 20 secs. Post-ivus was performed showing incomplete expansion of the devices. The taxus express2 des devices were post-dilated with a 3.0x15 mm non-bsc balloon catheter from 14-24 atms and 20 secs "several times" with the devices determined to be well positioned and well apposed. The patient was discharged 3 days later. The patient's medications included olmetec, bayaspirin 2 tablets/day, panaldine 2 tablets/day, sigmart, lescol and gaster. Monthly lab vales determined the patient's renal function value turned "slightly worse" due to contrast media used and his potassium levels "elevated slightly". Fifty seven days following the device implants, he was prescribed argamate. Eleven days later, the patient experienced chest pain and went to the hospital. No diagnosis for the chest pain was reported. The patient was prescribed nitropen and herbesser. Ten days later, or 78 days post implant, the patient was at work when he experienced a cardiac or respiratory arrest. The patient was transferred to the hospital and attempts were unsuccessful in resuscitating the patient. The patient died. A CT scan was performed at an unk time showing no brain bleeding or aortic dissection. The cause of death was reported as acute myocardial infarction. An autopsy was not performed to confirm the cause of death.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.